Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82292399 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on an 8mm x 6cm x 80 powerflex pro dilatation catheter ruptured during inflation. There were no reports of patient injury. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). There was no damage found to the device packaging prior to use. There was no calcification, tortuosity, acute angulation or bifurcation of neither the access site vessel nor the target site vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily and in one piece from the patient. There was leakage of contrast medium from the balloon when inflating the balloon. The balloon was inflated to 6atm prior to noting the anomaly. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for 2 seconds before the anomaly was noted. The balloon burst and the procedure was completed by changing to another balloon device. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly. Complaint conclusion: as reported, the balloon on an 8mm x 6cm 80cm powerflex pro dilatation catheter ruptured during inflation. There were no reports of patient injury. There was no difficulty removing the protective balloon cover. There was no difficulty removing any of the sterile packaging components. The device was stored and prepped in accordance with the instructions for use (IFU). There was no damage found to the device packaging prior to use. There was no calcification, tortuosity, acute angulation or bifurcation of neither the access site vessel nor the target site vessel. The device maintained negative pressure during preparation. The device was not put into an acute bend at any point during the procedure. The device was able to cross the lesion. The device did not kink at any time during the procedure. There were no anomalies noted after the device was delivered to the lesion. The device was able to be removed easily and in one piece from the patient. There was leakage of contrast medium from the balloon when inflating the balloon. The balloon was inflated to 6 atmospheres (atm) prior to noting the anomaly. The gauge of the indeflator indicated a loss of pressure when the anomaly was noted. Pressure was maintained for 2 seconds before the anomaly was noted. The balloon burst and the procedure was completed by changing to another balloon device. A non-sterile ¿powerflexpro 8mm6cm 80¿ was received for product evaluation. Per visual analysis, the balloon presented a burst condition. No other outstanding details were observed on the returned product. A functional test was performed with the returned device. One inflator/deflator device was attached to the inflation port, and the balloon inflation test was done applying positive pressure using the inflator/deflator device with the purpose of reaching the rated burst pressure. However, inflation of the balloon was not possible due to the torn condition of the balloon. Per microscopic analysis, the balloon¿s external surface presented evidence of a secondary scratch mark near the external surface sections near to the burst ruptured borders. This type of damage is commonly caused during the interaction of the material with a sharp object or mechanical damage. It is very likely that the same factors that caused the observed scratch mark on the surface could have led to the damaged condition found on the received device. It appears that the external surface near the burst border area was affected with a sharp object from outside of the device. No other anomalies were observed. Scanning electron microscopy (sem) analysis was not performed because the damages associated with the burst were visible with the magnification obtained with a vision system. The product history record (phr) review of lot: 82292399 revealed no anomalies or non-conformance's during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon burst¿ was confirmed through analysis of the returned device. However, the exact cause of the rupture observed could not be conclusively determined during analysis. Based on the information available for review, vessel characteristics (although it was reported that there was no calcification at the lesion or access site) and procedural/handling factors may have contributed to the reported event since calcification and interactions with concomitant devices can cause damage to a balloon as evidenced by the scratch mark noted during analysis near the rupture border. Therefore, it is very likely that the same factors that caused the observed scratch mark on the surface (interaction of the material with a sharp object or mechanical damage) could have led to the rupture reported. According to the instructions for use, which is not intended as a mitigation, ¿the rated burst pressure is based on the result of in vitro testing. At least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the product analysis, nor the phr review suggest that the failures experienced could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.